Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found that it passed the work order. Analysis of the network bulkhead connector (unknown lot #) found that one side wall of the connector was broken out with bent leads inside. Product event summary #s7 damaged bulkhead product analysis #(B)(4): mnav comment subject: work order (B)(4). Mnav comment ID: (B)(4). Mnav comment: summary: work order passed other relevant device(s) are: product ID: 9680152, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the bulkhead connector was damaged. There was no patient present at the time of the event.